Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this device is suspected of having a premature battery depletion. The physician recommended a device replacement. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported during a routine follow up appointment, that this device is suspected of having a premature battery depletion. The physician recommended a device replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. The device was discarded at the facility, and will not be returned for analysis. Besides surgical intervention, no additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.